Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable when contacted by medical surveillance in order to obtain additional information. The patient reported that on (B)(6) 2017 he obtained results of ¿255, 271 and 303 mg/dl¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference in results satisfies lfs criteria of a valid comparison for precision. The patient manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient denied that he developed any symptoms as a result of the meter issue, however stated that on (B)(6) 2017 he visited the emergency room, where he had his blood glucose tested on a lab device, but could not specify the result, and was treated with ¿something that lowered his sugar level.¿ during the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. When the patient was walked through a control test the results were in range the product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.